Event description:
It was reported to boston scientific corporation that an advanix preloaded stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure with stent placement in a stricture in the common bile duct (cbd) performed on (B)(6) 2013. According to the complainant, during the procedure, difficulty was experienced during deployment. The stent was deployed, however upon the final steps of deploying the device the guide catheter broke. The broken portion of the guide catheter was retrieved from the duodenum using a snare. The snare was then used to push the stent further into the duct and the procedure was completed with this stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Patient was reported to be over 18 years old. Reported event of guide catheter broken. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.